Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is submitted based on the customer's reported issue statement. (B)(4).

Event description:
Customer reported when the alarm powers up, the alarm sounds and fades out. Batteries have been replaced with a new supply and there is no visible damage reported. The date when the issue was discovered is unk. No pt incident or injury was reported.